Event description:
It was reported that during attempted suture placement in a common femoral artery using the preclose technique prior to an abdominal aortic aneurysm procedure (aaa), when the plunger was retracted, an anterior cuff miss occurred. The arteriotomy was a 6f and the access site was mildly calcified. During the aaa procedure the sheath was upsized to a 12f then to an 18f. The aaa procedure was completed and hemostasis was achieved using the pre-placed sutures of two other proglide devices. There were no reported adverse patient sequelea. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.it was reported that calcification was noted in a common femoral artery at the access site. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site.the device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of needle to cuff miss was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.